Manufacturer narrative:
An elevated threshold was observed via home monitoring for this lv lead before it was explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead became dislodged. A lead repositioning was tried but not successful. The patient was hospitalized. A lead repositioning was attempted but finally the lead was extracted. An epicardial lead will probably implanted in the future.